Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the blades are failing intermittently when being used on a pt. Intermittent lighting issue.